Manufacturer narrative:
(B)(4). The recipient's device was reportedly repositioned without any problems. The recipient's device was activated. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing device migration. Repositioning surgery is scheduled.